Manufacturer narrative:
Concomitant medical products dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodge and was seen via fluoroscopy review sitting in the main coronary sinus body. The lv lead also exhibited no capture at maximum pacing outputs. The lv lead was capped and replaced. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.